Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "seroma."

Event description:
Patient reported left side seroma. The device was explanted.

Event description:
Patient reported left side seroma. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, crease fold, red particles in the shell, deformation and wear abrasion. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side seroma. The device was explanted.